Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 59-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a cardiac tamponade (CT) requiring pericardiocentesis. It was reported that during an atrial fibrillation (afib) case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion (pe) was confirmed by ice. The medical intervention provided was a pericardiocentesis and an unknown amount of fluid was removed. They never ablated due to the effusion noticed. The patient was reported to be in stable condition. The physician believed he might have pushed too hard with the ablation catheter in a certain area. The physician stated that effusion could have been caused by high force by ablation catheter, but he is not certain. The patient status is unknown at the time of the call. No ablation was performed. No transseptal puncture was performed. Prior to noting the pe or CT, ablation was not performed. The event occurred pre ablation. Stsf catheter was used with normal flow rate of 2 ml. Correct catheter settings were selected on the generator. No error messages were observed. All force visualization features were used but no ablation was performed.